Event description:
During a pt set-up for a surgical procedure, the staff tested the internal paddle handles. The unit would not charge to 2j using the internal handles. The product was not in use on a pt at the time of the alleged malfunction and there was no adverse effect on the pt.